Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Customer states the display was blank less than 30 seconds and then returned. Customer states display is blank currently. The blood glucose was unknown. The customer stated that contact on the battery cap was neither missing nor damaged. The device will be returned for the analysis.